Event description:
It was reported that the patient presented in clinic to have their right atrial (ra) lead revised due to dislodgement discovered in a prior procedure via chest x-ray. The patient was asymptomatic. During the procedure the physician had difficulties with the helix. The physician elected to explant and replace the ra lead. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement, helix rotation issues and tissue in helix. The reported events of helix rotation issues and tissue in the helix were confirmed. As received, a complete lead was returned in one piece. Visual examination found the helix extended and clogged with blood/tissue. The reported event of helix rotation issue was isolated to the blood/tissue noted inside the helix. The damage found was sustained during the surgical procedure. The lead was otherwise normal.